Event description:
Hcp reported an intrathecal baclofen overdose after a concentration change in the reservoir from 2000ug/ml intrathecal baclofen to 1000ug/ml intrathecal baclofen @ 86.5ug/day. Programer was programed to 1000ug/ml @ 86.5ug/day. A priming bolus was programed of both the pump tubing and catheter volumes following a catheter contrast study with the catheter cleared of drug. Hcp stated she thought she was supposed to program the total volume instead of just the catheter volume. The patient was sent home and later called the clinic complaining of weakness and nausea. The patient was instructed to go to the e.r. After the hcp realized what had happened. The manufacturer reviewed and faxed overdose procedures and informed caller that the patient received a bolus dose of from 398ug to 578ug (pump tubing of 0.199mls to 0.289mls.) In 22 minutes as that is what she programed for the duration of the priming bolus.